Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a (B)(6) old male patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, the balloon was inflated to 12mm in the common bile duct; however, the balloon would not deflate using the syringe included with the extractor rx retrieval balloon. The syringe was disconnected from the balloon catheter, and the catheter was then attached to the suction capability of the endoscope. This suction was used to successfully deflate the balloon, and the balloon was removed from the patient. No visible damage was noted to the device. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. According to the complainant, the suspect device has been disposed and is not available for return. Therefore, a device evaluation has not been performed and the reported malfunction of balloon deflation difficulty could not be confirmed. However, balloon inflation and deflation issues can occur due to tortuous anatomy or pressure within the common bile duct; therefore, the most probable root cause for this complaint is operational context.